Event description:
During the index procedure, an endeavor drug eluting stent was implanted in the circumflex successfully. Approximately 51 months post index procedure, patient was transferred to hospital due to cardiopulmonary arrest and subsequently expired due to multiple organ failure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death); evaluation, conclusion: known inherent risk of procedure (death). (B)(4).